Event description:
It was reported that at follow-up, high impedance and capture threshold were noted. Increase had occurred since last interrogation in (B)(6). Sensing was low, but stable.

Event description:
New information received stated the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.